Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section e1: email address: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a surgical procedure with a non-preloaded monofocal intraocular lens (iol), the injector malfunctioned, resulting in the lens becoming stuck after approximately 70% had been injected into the patient's right eye. The surgeon attempted to advance the lens further, but it overshot, causing an extended continuous curvilinear capsulorhexis (ccc) and a posterior capsule rent. Consequently, the sdant intraocular lens was implanted. No additional information is available.